Event description:
It was reported that the atrial lead exhibited greater than 2000 ohms impedance. The patient was symptomatic when pacing. The lead was replaced.

Manufacturer narrative:
No medwatch form was received. Symptomatic.